Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of needle knife break. Imdrf patient code e2008 is being used to capture the reportable event of unretrieved device fragment. Imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
Note: this report pertains to one of two rx needle knife xl used in the same patient and procedure. It was reported to boston scientific corporation that an rx needle knife xl was attempted to be used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, when advancing the needle knife to complete the cut, the needle was seen detached from the tip of the device. It was left inside the patient and was not retrieved. A second needle knife was used, and the exact same problem occurred. The second needle also remained in the patient and was not retrieved. It was reported that a very large stone in the common bile duct (cbd) appeared to be sitting right at the very bottom of the duct may have caused the needle knife to break off. The procedure was not able to be completed due to this event. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.